Event description:
It was reported that the patient, that was enrolled in the dbs dystonia registry clinical trial, the day following the implant procedure experienced a serious adverse event of intracranial hemorrhage which was considered to be severe. The patient was thereafter hospitalized. The relation to the procedure was considered to be unlikely, and not related to the device. The event did not recover or resolve. It was then reported that the patient experienced severe hypovolemic shock which was caused by severe anemia, which led to the patient death. It was indicated that the event was not related to the device.

Manufacturer narrative:
Block a2: date of birth: year of birth is 1973, the exact date is unknown.

Manufacturer narrative:
Block a2: date of birth: year of birth is 1973, the exact date is unknown.

Event description:
It was reported that the patient, that was enrolled in the (B)(6) clinical study, on the day following the implant procedure experienced a serious adverse event of ich, intracranial hemorrhage, which was severe. The patient was thereafter hospitalized and underwent a navigation guided hematoma evacuation surgery of the ich. Three days later the ich worsened, and a craniotomy was performed. Ten days later a tracheostomy was done. The event of the ich leading to the evacuation procedure, craniotomy and the tracheostomy was assessed as likely related to the procedure. It was then reported that the patient experienced severe hypovolemic shock, which was caused by severe anemia, leading to the patient's death. It was indicated that the patient refused to receive blood transfusions due to religious reasons which ultimately led to the patient's death.

Event description:
It was reported that the patient, that was enrolled in the (B)(4) clinical study, the day following the implant procedure experienced a serious adverse event of ich, intracranial hemorrhage, which was considered to be severe. The patient was thereafter hospitalized and underwent a navigation guided hematoma evacuation surgery in right ich. Three days later the ich worsened and a craniotomy was done to remove the hematoma. Ten days later a tracheostomy was done. It was then reported that the patient experienced severe hypovolemic shock which was caused by severe anemia, which led to the patients death. The relation to the procedure was considered to be unlikely, and not related to the device. The event did not recover or resolve.

Manufacturer narrative:
Block a2: date of birth: year of birth is 1973, the exact date is unknown. Corrections to: block b5: outcomes attrib to adv event. Block b2: date of death. Block d5: operator of device.

Event description:
It was reported that the patient, that was enrolled in the dbs dystonia registry clinical trial, the day following the implant procedure experienced a serious adverse event of intracranial hemorrhage which was considered to be severe. The patient was thereafter hospitalized. The relation to the procedure was considered to be unlikely, and not related to the device. The event did not recover or resolve. It was then reported that the patient experienced severe hypovolemic shock which was caused by severe anemia, which led to the patients death. It was indicated that the event was not related to the device.

Manufacturer narrative:
Block a2: date of birth: year of birth is 1973, the exact date is unknown. Corrections to: block b2: outcomes attrib to adv event. Block b2: date of death. Block d5: operator of device.

Event description:
It was reported that the patient, that was enrolled in the dbs dystonia registry clinical trial, passed away due to an unknown reason. As part of the procedure, the patient was admitted into the hospital, and that the patient passed away while admitted. No further information has been able to be obtained despite good faith efforts.